Manufacturer narrative:
The initial MDR 2517506-2017-00529 was submitted on june 14, 2017. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse analyzed the system and replaced the transformer and line filter for the streamlab device. The cause of the spark and burning odor was due to the malfunction of the power supply transformer. The analyzer is performing according to specifications. No further action required.

Manufacturer narrative:
The customer service engineer replaced the transformer and line filter for the streamlab device. The analyzer is performing according to specifications. No further action required.

Event description:
The customer reported an electrical spark and burning odor when switching on the streamlab uninterruptible power supply. There are no known reports of patient intervention or adverse health consequences due to this event. There are no known reports of patient intervention or adverse health consequences due to the spark and burning odor.

Manufacturer narrative:
The initial MDR 2517506-2017-00529 was filed on june 14, 2017. The first supplement MDR 2517506-2017-00529_s1 was filed on 6/14/2017. Additional information (08/01/2017): a siemens customer service engineer made a return visit to the customer site to replace an uninterruptible power supply (ups) on the streamlab automation system. The analyzer is performing according to specifications. No further action required.